Event description:
It was reported that during preparation for a stenting procedure, premature deployment occurred. While preparing for the procedure, it was noted that the stent of the sentinol self-expanding nitinol biliary stent system was partially deployed. Upon flushing, the stent deployed fully, outside of the patient. The device was not used. They used another of the same to complete the procedure. As no patient was involved, no patient complications occurred. The patient's condition was reported as "ok".

Event description:
It was reported that during preparation for a stenting procedure, premature deployment occurred. While preparing for the procedure, it was noted that the stent of the sentinol self-expanding nitinol biliary stent system was partially deployed. Upon flushing, the stent deployed fully, outside of the patient. The device was not used. They used another of the same to complete the procedure. As no patient was involved, no patient complications occurred. The patient's condition was reported as "ok".

Manufacturer narrative:
Evaluation summary: the device was returned with the deployed stent placed in the original plastic carrier tube, separate from the delivery system. Visual and tactile inspection of the delivery system revealed that the fixed bumper, which is adhered to the inner-member as part of the assembly, was pushed fully out of the outer shaft tip. Pushing the inner-member distally out the outer shaft deploys the stent. A shaft kink was noted 8.5 cm from the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).